Manufacturer narrative:
Plant investigation: the symptom ¿display brightness problem¿ was not confirmed during the testing. The encountered symptom "blank screen" was confirmed during the testing, as the screen was blank. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause for ls00 ¿display brightness problem¿ is was inverter board that is faulty. The inverter board transformer has burnt marks. The voltage test passed and there were no other discrepancies encountered in the internal inspection of the cycler. The cycler was returned for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated when they powered on the cycler the screen looked very dim as if they had the brightness on zero. The patient stated that they could barely see what is on the screen and was able to see that the brightness was set at 10. The cycler was plugged in directly to a three prong outlet with no extension cords and no power outages in the area. The cycler was replaced and the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. During the cycler investigation the inverter board transformer was found to have burnt marks.